Event description:
The hcp reported that the pump became infected in 2007. Symptoms included redness and drainage; cultures of the pump pocket revealed staphylococcus aureus, and the patient was treated with intravenous antibiotics. The device and catheter were explanted; the patient had drug withdrawal. Withdrawal symptoms included hypertension. The patient did not have meningitis. The pump was used to delivery compounded baclofen. The infection was reported to have resolved.